Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1025 portico valve-in-valve retrospective registry, patient site ID: (B)(4). It was reported that on (B)(6) 2021, a 23mm portico valve was implanted into the aortic position using a flexnav delivery system. There was already a 21mm non-abbott prosthetic valve previously implanted, and this was a valve-in-valve procedure. A pre-implant balloon valvuloplasty was not required. The portico valve was not re-sheathed during procedure. The valve was fully deployed and released, and it was in an acceptable position. A post-implant balloon valvuloplasty, using a 20mm non-abbott balloon, was performed due to under expansion. Post procedure but prior to discharge from the hospital, there was a drop in hemoglobin without any excessive bleeding reported. The patient's baseline hemoglobin was 134 g/l, and hemoglobin was 73 g/l post-operatively. The patient was transfused 1 unit of red blood cells (rbc). The patient's hemoglobin then returned to 127 g/l. This event was resolved on the same day as the implant, (B)(6) 2021.

Manufacturer narrative:
An event of valve under expansion and drop in hemoglobin after implanting a 23mm portico valve into a 21mm prosthetic valve was reported. Information from the field indicated that the portico valve was implanted within a bioprosthetic valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on the information received, the cause of the reported incident could not be conclusively determined, but could be do to implanting the portico within a prosthetic valve of a smaller size. Please note, per the portico valve instructions for use, (B)(6). Revision b "description: the portico¿ valve, shown below, is designed to be implanted in the native aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve."h6 medical device problem code: code 2993 removed and code 1494 added.